Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).

Event description:
(B)(4). The dealer reported that the m41srr power wheelchair seat hinge was stripped, and the batteries did not have the same range as new. There was no patient injury reported.